Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Three days after the event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics for the event. The patient was discharged ten (10) days after hospital admission. At the time of this report, the patient outcome was not reported. It was reported that the catheter was removed due to peritonitis. The patient was switched to hemodialysis. Same hemodialysis is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.